Event description:
It was reported that a flogard infusion pump had an f94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an f94 alarm was confirmed in the alarm history review. The device was serviced on-site by a field service technician. During on-site servicing, visual inspection and functional testing were performed. The cause was determined to be a depleted main battery. The main battery was replaced to correct the reported condition. The device was returned to the customer in good working condition.